Event description:
Implant date: 1994. Immediate post operative x-rays revealed inadequate placement of implants. Revision surgery on the next day, 5/4/94, to remove screw and shorten the left rod. Pt complained of pain. X-rays taken in 12/94 do not show a solid fusion. Explanted in 1994 at which time it was noted there was "no motion in the fusion".